Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed no issues with finding or charging ins, no anomalies were visually observed and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient saying that the problem has not been resolved with the new recharger replacement. Patient mentioned that they had flu appointment with neurosurgeon and agreed to replace the device implanted. Surgery date is (B)(6) 2025.

Manufacturer narrative:
Section b5 and imf updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the patient felt the implantable neurostimulator (ins) and recharger would get hot when they tried to charge the ins, the ins also took longer to connect and recharge. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient mentioned they had an appointment with their doctor on june 3rd, and their doctor told them to call the manufacturer to see if they could check the battery. Agent provided and explained the use of nas phone number for their healthcare provider (hcp) to request presence of reps.